Event description:
A pt with possible infection. The pt was admitted to the hosp in 2004 and the device was explanted in 2004. The pt was discharged from the hosp 68 days later and currently can't walk. The follow-up hcp reported the lead was pulled on during a lead revision and the problems developed after that. The MFR rep was not present at explantation. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent when add'l info is received.